Event description:
It was reported that this was an arteriotomy closure of a calcified right common femoral artery with three prostyle devices using the pre-close technique prior to an interventional transcatheter aortic valve implantation (tavi) procedure. Reportedly, after prostyle device removal, tension was applied to the suture and the suture separated for the first and second prostyle devices. The suture of a new third prostyle device was successfully pre-placed; however, a cuff miss [suture retrieval issue] occurred with the fourth prostyle device. The sheath was upsized to a large-bore sheath hole and the tavi procedure was completed. Hemostasis was achieved with the single prostyle suture and a z-plasty technique. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are filed under separate medwatch report numbers.